Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Office notes provided state that patient had pain, swelling, stiffness, and walked with help of crutches. Instability exam was restricted due to pain. X-rays review at office visit found the knee to be in good position without evidence of loosening or wear. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 42500606801 - femur cemented posterior stabilized (ps) standard left size 10 - 62958250. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient had a left total knee arthroplasty. Subsequently, the patient is now experiencing pain, swelling, stiffness, feeling of legs starting to give out, and is currently walking with crutches. At this time, no surgical intervention has been reported. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10 : 42500606601 - femur cemented posterior stabilized (ps) standard left size 9 - 62958250. 42532008301 - tibia cemented 5 degree stemmed left size h - 62770833. 42557000114 - stem extension tapered cemented 14 mm diameter +30 mm length - 63129501. 42540000035 - all poly patella cemented 35 mm diameter - 62969317. Unknown - unknown palacos cement - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted.